Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: 11/13 s-rom 44mm m spec+9 hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; srom stm std 36+12l 15x20 hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Ppf and sticker sheets received. Ppf alleges abductor muscle repair and loosening of cup. It was found out in the sticker sheets that the depuy products involved are the stem and head, the rest are non depuy. It was also indicated that the cup, liner, head and stem were removed. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.